Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. During loading, the lens would not load properly. The tech was in the process of priming the injector when the lens got caught in the injector. There was no patient contact. Another same model and size lens was implanted. No lot numbers were provided.

Manufacturer narrative:
(B)(4). Evaluations codes: results: (other) - visual inspection of the returned product found the lens stuck inside cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue on product. It should be noted that the injector was not returned for evaluation. Conclusion: (other) - an investigation of the root causes of lens tears, similar to that stated in this claim were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer, #(B)(4).